Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's attorney alleged that on (B)(6) 2009, customer was admitted to the ER for labored breathing, thirst and diabetic ketoacidosis. She received an insulin drip and aggressive IV fluid resuscitation. On (B)(6) 2009, she was again hospitalized for diabetic ketoacidosis and diagnosed with obtundation, which required her to receive critical svs, including mechanical ventilatory support. The customer alleged that these incidents were related to her use of minimed paradigm quick-set lot 8 infusion sets.